Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The esheath was visually inspected upon return and the following was observed: sheath shaft was curved. The liner was unexpanded but lifted in some areas. The distal tip was partially opened along the axial score line. The distal tip split with hdpe stretching, sheath shaft scratches, and soft tip damage. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of sheath distal tip split and difficulty introducing sheath were confirmed through returned device evaluation. No manufacturing non-conformance were identified on the returned device. Reviews of the complaint history, lot history, and DHR showed no indication a manufacturing non-conformance contributed to the event. No IFU/training manual deficiencies were identified. Furthermore, no abnormalities were reported during device unpacking or preparation. Per the complaint description, ''during procedure, resistance difficulties were found while inserting the 14fr esheath into the iliac vessel, which resulted in the esheath damaged. The esheath was inserted in a steep angle... As per medical opinion, the root cause of the event may be related to the vessels calcification.''. Per review of provided imagery , tortuosity and calcification were present in the access vessels. Post-procedural device photos showed curvature in the sheath and introducer shafts. In addition, the distal tip was open along the axial score line and damaged, with a tip split, stretching, and scratches. Per evaluation of the returned device, the sheath tip split and damage was confirmed. In addition, the liner was unexpanded, but lifted in some areas. Per the training manual, ''push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification. Perform shallow stick/puncture so that sheath is parallel to leg. Do not over-manipulate the sheath at any time. Do not force sheath. If having trouble inserting sheath, remove the sheath and try pe-dilating the vessel with a dilator or making the incision larger.'' Tortuosity and a steep insertion angle can subject the sheath to sub-optimal angles during insertion which can lead to non-axial alignment and increased resistance. Calcification can reduce the vessel diameter and may increase restriction leading to resistance during sheath insertion. In addition to sharp nodules of calcification can come in direct contact with the sheath and damage the sheath tip and/or shaft. Additionally, it is possible that excessive manipulation was used in an attempt to overcome the resistance that was felt, further contributing to the sheath damage that was reported and observed. As such, available information suggests that patient (tortuosity, calcification) and/or procedural (steep insertion angle, excessive manipulation) factors may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time . No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in the germany. As reported, this was a case of an implant of a 26mm sapien 3 ultra in aortic position by transfemoral approach. During the procedure, resistance difficulties were found while inserting the 14fr esheath into the iliac vessel, which resulted in the esheath damaged. The esheath was inserted at a steep angle. No difficulties were found while removing the esheath from the patient. The patient did not experience any injury. A new 14f esheath was used. The procedure continued uneventfully and, the valve was successfully implanted. As per medical opinion, the root cause of the event may be related to the vessel calcification. As per the pre-decontamination evaluation findings, it was found that the esheath distal tip was split.